Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarms noted during testing however, pump error 37 was found in the formatted history file. Hardware low level failures alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed. No error occurred while writing external history and trace flash alarm noted during testing however, error occurred while writing external history and trace flash alarm is found in the formatted history file due to a software error. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Moisture damage was found on the electronic assembly and motor during visual inspection. Pump received with serial number label damage.

Event description:
The customer reported via phone call that his insulin pump got water in the battery casing. The customer's blood glucose level was 200 mg/dl. The customer reported that the insulin pump kept vibrating in two second intervals. The customer also received a pump error. The customer performed a self test and it passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. He was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.